Event description:
It was reported to boston scientific corporation that a 80mm wallflex biliary rx uncovered stent system was implanted within the pancreas head of a patient during a prosthesis placement. According to the complainant, on (B)(6) 2012, tumor tissue in-growth was noticed within the stent. The physician could not remove this stent, but was able to partially treat the blockage using a balloon catheter. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the device model number and lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The exact implant date could not be reported. (B)(4) - the reported issue of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.